Event description:
It was reported that during an angioplasty procedure in left lower extremity arteriography, the exit of the conveyor was found to be no longer in the anterior section of the silica gel head. It was further reported that the foreign body was found in the vessel, and the silicone head at the front end of the device was dislodged from the vessel. And the silicone head at the front end of the device was dislodged from the vessel. Reportedly, the silicone head on the front of the bracket fell off. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system as well as the detached component was not provided for evaluation. Two x-ray photos and a photo of the distal end of the delivery system were provided for evaluation. The x-rays are showing the proximal end of a placed stent in the femoral artery with a foreign body above the stent, which was identified being the detached silicone tip of the inner catheter of the delivery system. The photo of the delivery system outside the patient shows the distal end of the inner catheter and the silicone tip separated from each other. Based on the photos available detachment of the silicone tip is confirmed. Based on investigation completed, detachment of the silicone tip of the inner catheter of the stent delivery system is confirmed. However, based on information available a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The reported issue was found to be addressed: "visually confirm the delivery system integrity after removal". Regarding a potential damage of the device prior to use, the instructions for use states: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used". Potential factors that may have caused or contributed to the reported issue were found addressed, e.g., "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together" and "gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire' and 'predilation of the lesion should be performed using standard techniques.". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the left lower extremity arteriography, the exit of the conveyor was found to be no longer in the anterior section of the silica gel head. It was further reported that the foreign body was found in the vessel, and the silicone head at the front end of the device was dislodged from the vessel. Reportedly, the silicone head on the front of the bracket fell off. The current status of the patient was unknown.